Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin flowed out at a stretch when twisting the faucet. Customer stated that insulin was dripping little by little when fill tubing was performed. Customer stated that when escape button was pressed after fill tubing, the process was transferred to fixed prime, and the rewind screen appeared, and the filling screen was displayed again. Customer stated that insulin pump rewind was completed and the screen could not be switched anywhere. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.